Manufacturer narrative:
Device evaluated by MFR: express-vascular was returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual examination found the stent crimped in the correct location on the balloon. The first row of the distal stent struts were found to be lifted/damaged. This type of damage is consistent with excessive force being applied to the device. No damage or issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device.

Event description:
It was reported that stent damage occurred. A 8.0x60x75cm express ld vascular stent was advanced for treatment. However, it was noted that the tip of the stent was bent, stuck out and was bent to the front and not towards the inner part. No patient complications were reported. It was further reported that stent damaged was noted during unpacking and the procedure was completed with another express ld stent.

Event description:
It was reported that stent damage occurred. A 8.0x60x75cm express ld vascular stent was advanced for treatment. However, it was noted that the tip of the stent was bent, stuck out and was bent to the front and not towards the inner part. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 8.0x60x75cm express ld vascular stent was advanced for treatment. However, it was noted that the tip of the stent was bent, stuck out and was bent to the front and not towards the inner part. No patient complications were reported. It was further reported that stent damaged was noted during unpacking and the procedure was completed with another express ld stent.